Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31749947l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a cardiac ablation procedure with a qdot micro catheter and suffered complete atrioventricular block which resulted in a pacemaker implantation. The patient experienced a complete atrioventricular block after a cardiac ablation procedure. There was no error. Only good pharmacovigilance practices (gvp) report was submitted. There was no defect in the biosense webster, inc. Products. The physician assessment of the health hazard was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that the cause was unknown. It was also unknown whether it was related to the procedure. No extended hospitalization was reported. The coloring settings for visitag was tag index. The visitag additional filter used was fot. No abnormalities observed prior/during use of the product. Ngen generator was used for the procedure. Additional information was received which indicated that the patient did not recover from complete atrioventricular block the day after the procedure and pacemaker implantation was performed on 05-feb-2026. Ngen pump was used for the procedure.

Manufacturer narrative:
Additional information was received on 02-mar-2026 which updated the concomitant generator system information. Therefore, updated ¿d10. Concomitant medical products and therapy dates¿ section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).